Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the device remains implanted. Conclusion: the device history record was reviewed and showed that this valve met all mfg specifications for product released for distribution. No issues were identified that would have impacted this event. There were no adverse pt effects reported.

Event description:
Medtronic received info that this mechanical valve was implanted after the use by date (ubd).